Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dizzy, arthritis, neck pain, cramp in lower abdomen and nephrolithiasis. Concurrent conditions included urinary tract infection, gallstones, nausea, hypertension, flank pain, hydronephrosis, uterine bleeding, back pain, headache, head injury, musculoskeletal pain, stiffness, weakness, joint swelling, intra-abdominal bleeding, plantar fasciitis, nabothian cyst and stress urinary incontinence. Concomitant products included alprazolam (xanax), desloratadine (clarinex), hydrochlorothiazide, metoprolol tartrate, sertraline, sertraline hydrochloride (zoloft) and tramadol. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (total vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder and dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysfunctional uterine bleeding. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dizzy, arthritis, neck pain, cramp in lower abdomen and nephrolithiasis. Concurrent conditions included urinary tract infection, gallstones, nausea, hypertension, flank pain, hydronephrosis, uterine bleeding, back pain, headache, head injury, musculoskeletal pain, stiffness, weakness, swollen joints, intra-abdominal bleeding, plantar fasciitis, nabothian cyst and stress urinary incontinence. Concomitant products included alprazolam (xanax), desloratadine (clarinex), hydrochlorothiazide, metoprolol tartrate, sertraline, sertraline hydrochloride (zoloft) and tramadol. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (total vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder and dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysfunctional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 620741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dizzy, arthritis, neck pain, cramp in lower abdomen, nephrolithiasis, gravida ii, parity 2 and abortion. Concurrent conditions included urinary tract infection, gallstones, nausea, hypertension, flank pain, hydronephrosis, uterine bleeding, back pain, headache, head injury, musculoskeletal pain, stiffness, weakness, swollen joints, intra-abdominal bleeding, plantar fasciitis, nabothian cyst and stress urinary incontinence. Concomitant products included alprazolam (xanax), desloratadine (clarinex), hydrochlorothiazide, metoprolol tartrate, sertraline, sertraline hydrochloride (zoloft) and tramadol. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), urinary tract disorder ("urinary problems") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (total vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder and dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysfunctional uterine bleeding. Most recent follow-up information incorporated above includes: on 17-jul-2020: mr received. Reporter information updated. Other relevant history updated. Lot number newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 620741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dizzy, arthritis, neck pain, cramp in lower abdomen, nephrolithiasis, gravida ii, parity 2 and abortion. Concurrent conditions included urinary tract infection, gallstones, nausea, hypertension, flank pain, hydronephrosis, uterine bleeding, back pain, headache, head injury, musculoskeletal pain, stiffness, weakness, swollen joints, intra-abdominal bleeding, plantar fasciitis, nabothian cyst and stress urinary incontinence. Concomitant products included alprazolam (xanax), desloratadine (clarinex), hydrochlorothiazide, metoprolol tartrate, sertraline, sertraline hydrochloride (zoloft) and tramadol. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (total vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysfunctional uterine bleeding and urinary tract disorder outcome was unknown. The reporter considered dysfunctional uterine bleeding, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysfunctional uterine bleeding lot number:620741, manufacturing date:2006/08, expiration date:2008/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.